Event description:
It was reported per field service report: symptom - high baseline alarm. Check patient and connections, nothing found. Restarted pump. Low baseline alarm. Patient had several he loss alarms during the day. Unit switched. No further issues. Findings/action taken: not confirmed. Ran pump for 2 hours. Stopped and restarted several times. Check ok. Updated information received on (B)(6) 2012 stated that it has been reported that the event occurred while in the cardiac care unit (B)(4) department at 1830 est when the "high baseline" alarm stopped pump. Patient was lying flat in bed, sleeping, not moving. The patient and intra-aortic balloon (iab) insertion sites were inspected for blood in tubing and possibility of a kinked iab from the patient's position; nothing was found. The iab was restarted and provided support before alarming again, "low baseline." Throughout the day the patient was noted to have experienced several "helium loss" alarms. As a result, the pump was switched from lw5 to lw6 successfully. No further alarms persisted with the new pump. There was a delay or interruption in therapy for less that 1 minute before being restarted. No report of patient death, complications or injury. No medical/surgical intervention was reported. The patient continued with therapy. The lw5 console was removed from circulation and set aside with a malfunction report.

Manufacturer narrative:
(B)(4). A field service representative (fsr) from teleflex confirmed that there was no patient complications or injuries. The patient outcome was okay and continued with therapy. The pump is back in service. There is no parts return. The fsr also spoke with a field service expert (fse) from teleflex about this. The fse had not been notified to service the pumps until a day or two before the service date on the field service report. The biomed did not tell the fse that there was any patient involvement until he arrived and noticed the hospital reports with the pump. The biomed let the pump sit before calling as the biomed didn't want to bring in a fse for just one pump. The device will not be returned for evaluation.